Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain two of five in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative found that the home patient disconnected in dwell two. The technical service representative reviewed proper procedure and assisted in ending therapy. Supplies. The technical service representative advised the home patient to dispose of the current set up and to start over with new supplies or continue with manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Not pressing stop before disconnecting the patient line from the transfer set and then reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.